Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room due to a gastrointestinal problem. While in the emergency room the patient developed an arrhythmia with wide complexes at varying amplitudes. This arrhythmia was oversensed and the patient received inappropriate shocks that failed to convert the patient. Medical intervention was performed. Smart pass was deactivated at the time. The patient's sensing vector was changed with smart pass turned on. This is considered a serious injury as medical intervention was required. No additional adverse events were reported.